Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the tachycardia was a known pre-existing preexcitation wolff-parkinson-white (wpw) syndrome and not complication from the procedure.

Event description:
It was reported that during a focal cryo ablation procedure using the catheter 217f3 freezor xtra3 med blue7f, a transient third-degree atrioventricular block (av block iii°) lasting five minutes occurred as a late onset reaction, appearing 30 seconds after the freeze was completed. Preexcitation was observed after the freeze and when stimulation was set. Electrophysiological testing was performed, including stimulation with a 400 msec interval to trigger tachycardia. When stimulation was stopped, the av block iii° was suddenly present. The patient was not under general anesthesia. The case was completed, and the patient recovered after the transient effect, which was attributed to stimulation or mechanical pressure from the stimulating catheter. No medical or surgical intervention was needed to prevent permanent impairment, and no injury was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.